Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. No electrical or visual anomalies were found. The o-ring and battery release for the battery drawer were found to be out of specification and were replaced.

Event description:
It was reported that the external pulse generator (epg) powered down suddenly. There was no indication of battery depletion. The battery was changed, and the device was turned on successfully. The epg was replaced and sent for service. It was further reported that the event caused "small/no patient injury," but no specific details were provided.